Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation before reaching the nominal pressure, the balloon ruptured. No patient complications were reported.